Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous system was explanted due to a sternal site incision infection. The patient was being treated with antibiotics and discussions for a future implant were ongoing. Patient was reported as doing well with no complaints against the system.